Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to advance and subsequent stent dislodgment. The device was ultimately advanced to the target lesion; however, during inflation the stent fully dislodged in the anatomy and could not be found. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 100% stenosed lesion in the left circumflex (cx) artery. A 2.50x23mm xience xpedition drug eluting stent (des) was continuously inserted into the guiding catheter and then advanced to the target lesion. During inflation, the stent dislodged in the anatomy and could not be found. The stent remains in the patient. No additional information has been provided.